Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer plugged the station into another network port to resolve this issue. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating. The customer stated that they were able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this event.